Manufacturer narrative:
(B)(4). Unit passed displacement test and active current measurement. Unit received with unexpected battery power loss and had high sleep current, problem isolated to pcb 2. In addition, power graph shows unexpected battery power loss for different durations of time, problem isolated to electronic assemblies. Unit alarmed hardware low level failure alarm (variable 3) during self test and confirmed in the pump history due to broken pin 1 trace (vdd) on u1 keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump battery was lasting only 2 days. Customer stated that they sometime received low battery alert. Customer stated that they used suspend before low or suspend on low continuous glucose motoring feature. Battery did not last more than 1 week. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.